Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "the stickers in the current dcu maintenance kit are not the same as before and have been replaced. There is no brand identification and it is easy to roll up the edges, not breathable, the adhesive stickers are very bad and lose their colour. It causes a lot of inconvenience to patients and nursing staff. Affects the retention of PICC catheters and is prone to infection problems. Increases the workload of hcps and is prone to cause nurse-patient conflicts."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "the stickers in the current dcu maintenance kit are not the same as before and have been replaced. There is no brand identification and it is easy to roll up the edges, not breathable. It causes a lot of inconvenience to patients and nursing staff. Affects the retention of PICC catheters and is prone to infection problems. Increases the workload of hcps and is prone to cause nurse-patient conflicts."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inadequate adhesion of the transparent dressing to the patient and discoloration was inconclusive due to the sample condition. A single photograph of a transparent dressing was returned for evaluation of this complaint. The dressing looked unused as it was free of residual material and the paper liner was present on the device. The sample appeared unremarkable to gross visual observation. The sample appeared to be a representative sample as it did not contain evidence of discoloration as reported in the event description. No evidence was submitted which would suggest that the product did not perform as intended. The reported event could not be conclusively related to a deficiency in product manufacture or deficiency while under correct product use. The described event appears to be related to the customer¿s preference regarding this transparent dressing compared to a different transparent dressing. It is unknown if additional factors such as storage/handling conditions or insertion site preparation contributed to the reported inadequate adhesion and discoloration of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "the stickers in the current dcu maintenance kit are not the same as before and have been replaced. There is no brand identification and it is easy to roll up the edges, not breathable, the adhesive stickers are very bad and lose their colour. It causes a lot of inconvenience to patients and nursing staff. Affects the retention of PICC catheters and is prone to infection problems. Increases the workload of hcps and is prone to cause nurse-patient conflicts."